Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 125 mg/dl. The customer was advised to replace the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error alarms during testing however, hardware low level failures alarm (variable 9), inter-processor communication error alarm, generated if minute event is not received from motor processor, and the motor processor did not report the pumps stroke alarm are found in the downloaded history files due to a software error.